Event description:
Additional information received reported that the patient received assistance from his hcp or a manufacturer representative and his concerns were resolved.

Manufacturer narrative:
(B)(4): lead model 3889-28, lot# v251860, implanted: (B)(6)-2009, explanted: na, programmer model 3037, serial# (B)(4).

Event description:
It was reported that following defibrillation the patient was unable to adjust stimulation. The patient received a 'call your doctor' icon on their programmer, with a power on reset (por) condition. Additional information had been requested, but was not available as of the date of this report.